Event description:
It was reported that the device was explanted after an implant duration of approximately 3.1 months. Through the operative report received from the health-care provider, it was learned that the device was explanted due to aortic insufficiency and perivalvular leak.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit. The technical service representative (tsr) instructed the home patient (hp) to close all clamps and to close the transfer set. The tsr advised the hp to cycle power off and on to the "press go to start" prompt. The tsr explained the alarms. The hp stated he would finish therapy manually. On (B)(6) 2010 (B)(4) spoke with the home patient's wife who stated that the night of this incident, the home patient (hp) went to bed around 10pm and she followed around midnight. She stated the home patient was performing a regular therapy with 3 bags attached to the machine and she noted that both supply bags were leaking. The wife stated she thinks the hp did not have the spikes pushed in all the way and they fell out. The wife stated the hp contacted the doctor the following day and was put on antibiotics for (B)(6). The wife also stated the hp went into the hospital (B)(6) 2010. The wife stated the home patient went to the hospital for problems with 'gas' and it wasn't related to his therapy. The wife stated there was never any infection that developed. The wife stated they have not had any problems with therapy other than this incident. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: the valve as received exhibits a gap at the coaptation region. A cut is noted in the cusp area of leaflet 3. Tears at the free margins of leaflet 1 and 3 at commissure 1 are evident. The tears are most likely due to mechanical damage. No other inconsistencies detected. Additional manufacturer narrative: the device evaluation was completed on 04/21/2010.